Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with an implanted artificial urinary sphincter (aus) experienced recurrent urinary incontinence. It was also noted that the device was not functioning. As a result, the aus was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, functionally tested, and leak tested. Visual inspection revealed contamination inside the pump, which prevented functional testing. Additional observations included scaling at the pump and adaptor junction and pump tubing worn down to the filament. No leaks were identified. The balloon was visually inspected, functionally tested, and leak tested. Visual inspection revealed pinholes consistent with sharp instrument damage, as well as scaling and folds. The balloon adaptor junction also exhibited scaling. Leaks were detected at the pinholes, preventing functional testing. The cuff was visually inspected and leak tested. Observations included folds and scaling on the backing. A tear caused by tool/sharp instrument damage was identified along the lateral edge of the cuff shell toward the cuff tab, resulting in fluid loss. The reported patient symptom of urinary incontinence is a known risk associated with implantation of this device, as indicated in the instructions for use (IFU). Based on the available information and analysis results, the sharp instrument damage found on the device is considered a secondary failure; therefore, the allegation of a mechanical issue could not be confirmed. D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with an implanted artificial urinary sphincter (aus) experienced recurrent urinary incontinence. It was also noted that the device was not functioning. As a result, the aus was explanted and replaced. No further patient complications were reported.